Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system detected high out-of-range shock impedances. Technical services (ts) discussed possible causes and troubleshooting options. The patient was presented to the clinic and an x-ray was performed, the s-ICD system was found in a good position. Subsequently, a revision procedure was performed and the electrode was repositioned and just tunneled deeper. Then a defibrillation threshold (dft) testing was performed and successful. During the follow-up, it was a drop impedance and another x-ray was made, and the electrode did not look much different from the one done a couple of days ago. Possible causes were discussed and no additional adverse patient effects were reported.